Event description:
During preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seal into the delivery tube. The hospital did not provide any additional info. No pt complications were reported by the hospital.